Event description:
The customer reported that the 840 ventilator had a blank screen. Pt involvement is unknown. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was recommended to perform ground isolation, check for cable and connectors and re-seat the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.